Event description:
It was reported that the pump is alarming 1660. Removed batteries and replaced them and pump alarm persisted. Removed batteries and left them out. Then replaced with new ones. Pump powered on and alarm persisted when the pump powered on. No further questions at this time.